Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿bridging massive acetabular defects with the triflange cup¿ by michael j. Christie, md., et al, published by clinical orthopaedics and related research (2001), no. 393, pp. 261-227, was reviewed. The purpose of the study is to report the design principles, operative technique, and the early to midterm results with the triflange cup, a custom-designed, ti, porous-and/or hydroxyapatite-coated acetabular component with ilial, ischial, and pubic flanges. The authors utilized and retrospectively reviewed 76 depuy and competitor triflange cups implanted between january 1992-october 1998. The patients in this study required the use of the specialized triflange cup and unspecified bone graft during revision surgery due to extensive bone loss and pelvic discontinuity secondary to advanced osteoarthritis, ddh, and aaos type iii and IV bone deficiency. The revised implants are unknown. The total number of impacted depuy products is unknown. Implanted depuy products: triflange cup with an unknown number of securing screws, polyethylene liners, cocr femoral heads, 12 s-rom stems with sleeves, and 4 solution stems. The manufacturer of the cement used for the liners is unknown. Results: there were no cases of loosening or migration of the triflange cup. None of the specialized cups required revision at final follow-up. 1case of loosened ischial screws treated with removal of the screws. The authors note that the cup and ilial screws were well fixed and the patient was asymptomatic. The authors attributed the loosening of the screws to the patient¿s pre-existing pelvic discontinuity. 12 cases of postoperative dislocation. ^ cases treated with open reduction. 5 cases treated with exchange of the polyethylene liner. 1 case of re-revision of a polyethylene liner due to dislocation. 3 cases of partial sciatic nerve palsy secondary to postoperative hematoma formation treated with surgical decompression of the nerve and resection of the hematoma. 2 cases of sciatic nerve palsy secondary to surgical resection of postoperative nerve scarring treated with decompression of the nerve. 1 case of superficial infection- treatment unknown. Impacted products: ischial screws: implant loosening of an unknown interface. Polyethylene liner: implant dislocation. Femoral head: implant dislocation. Femoral stem and sleeve: no reported product problem. Harms and symptoms: surgical intervention, medical device removal, hematoma, infection, nerve injury, and joint dislocation. Polyethylene liner: implant dislocation. Hams and symptoms: surgical intervention, medical device removal, and joint dislocation".

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.